Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first three staples appeared misaligned. The stapler was returned with (B)(4) staples remaining in the cover block, indicating that at least (B)(4) staples were fired by the customer. The trigger was not returned engaged. No clear evidence of use in the form of biological material was present on the device. Dimensional inspection was not required as a part of this complaint investigation. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the stapler did not function properly. One staple misfired before the stapler jammed entirely. It appeared that the misalignment of the first three staples prevented the staples from moving down the track and into the forming tool correctly. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. Each stapler is fired (B)(4) times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. Further investigation has been initiated under the teleflex's quality system by the manufacturing site to further investigate the issue of visistat staplers failing to function properly. The sample was returned to the manufacturing site for further analysis to support the investigation. The forming tool component is also under investigation as part of the investigation initiated by the manufacturing site. At the time of this report, the investigation is still ongoing. A device history record review was performed, and no relevant findings were identified. The probable cause has not been determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Reported event: staple jamming. There was no reported injury. A new stapler was used.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot #73b2200288 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: staple jamming. There was no reported injury. A new stapler was used.